Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 15cm from the distal tip. The appearance of the catheter is consistent with a rupture caused by over-pressurization as a result of an undetected kink or other obstruction within the catheter. The IFU includes a warning "when injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded". Catheter rupture.

Event description:
It was reported that the catheter ruptured during selective contrast injection. No patient injury reported.